Event description:
It was reported that merlin net alert triggered for high lead impedance out of range. The measurement were always in range in clinic. The patient performed isometrics and the pocket was palpated. No noise was reproduced and no out of range measurements could be produced. Patient will be followed normally and notifier will be disabled.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.